Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that the sepsis and/or aspiration pneumonia were first observed on (B)(6) 2020. With regards to the cause of the patient¿s sepsis and aspiration pneumonia it had been thought that the baclofen withdrawal and acute worsening of spasticity triggered a spastic event that caused aspiration and subsequent sepsis. Pump interrogation on (B)(6) 2020 showed the pump motor had been stalled for 53 hours and 41 minutes prior to the interrogation. When asked if the replacement of the device resolved the issue, the hcp noted, ¿no. She had completely withdrawn by the time they felt she was medically stable enough for pump replacement. Withdrawal spasticity managed by medically induced coma/IV sedation in the short term then by gt baclofen. Pump replaced titrated until spasticity was clinically controlled¿.

Manufacturer narrative:
Analysis of the pump identified residue in the motor gear train. Analysis found wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. It was reported the patient was admitted to the hospital for sepsis and the provider visited to refill the pump as it was expected to alarm on (B)(6) 2020. Upon, interrogation, the provider was alerted that the pump had been stalled for 53 hours and no recovered. The plan was to refer for pump replacement once the patient recovered from sepsis. Replacement was planned but had not been scheduled. There were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if there were any diagnostics/troubleshooting performed and unknown if any interventions/actions were taken to resolve the issue. The issue was not resolved at the time of this report and the patient¿s status at the time of the report was unknown, but the rep would follow-up for more information. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). Additional information was received from a healthcare provider on 2020-sep-09 indicated the motor stall occurred on (B)(6) 2020. It was noted the patient was in a medical induced coma, was a non-verbal, and had spasticity. It was further reported the patient¿s dad noted that on (B)(6) 2020 the patient¿s body had profound spasticity and they thought she might be getting sick, but did not meet her baseline. It was also reported the patient had aspiration pneumonia and was sent to the intensive are unit (ICU) that day. It was noted there was no electromagnetic interference (emi)/MRI or magnet present. They were looking to do a pump replacement right away. Additional information was received from the hcp via a rep on 2020-sep-29 indicated the patient had symptoms of baclofen withdrawal including a return of baseline spasticity. The only diagnostics performed was interrogation of the pump and logs to confirm a motor stall without recovery. The motor stall did not recover. The cause of the motor stall was undetermined, and the pump was surgically removed on (B)(6) 2020. It was undetermined if the hospitalization due to sepsis was related to the pump motor stall.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported that the patient was admitted to the hospital on (B)(6) 2020 for spasticity, seizures, and respiratory failure and it was discovered that the pump stalled 53 hours prior to interrogation. The patient underwent a pump replacement which resolved the issue. The cause of the motor stall was unknown.